Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was 199 mg/dl. Customer stated that the insulin pump was worn through an MRI. Customer reported that she was unable to rewind the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump failed displacement test 262.9 units remaining on the status screen, followed by a motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.